Event description:
Additional information was received that the generator and lead were discarded by the hospital.

Manufacturer narrative:
Adverse event or product problem, corrected data: previously submitted MDR indicated that the event was only a malfunction; however, the patient also experienced neck and chest pain as a result of the reported malfunction and surgical intervention was taken indicating that the pain should be reportable as a serious injury. This report is being submitted to correct this information. Outcomes, corrected data: previously submitted MDR omitted an associated outcome associated with the adverse event. This report is being submitted to correct this information. Relevant data, corrected data: previously submitted MDR omitted diagnostic results. This report is being submitted to correct/add this information.

Event description:
It was reported that the patient had high impedance (>10000 ohms). The patient was in a car wreck in 2010 and it is unknown if they may have been a contributing factor to the high impedance and potential lead break. X-rays were ordered and but no x-rays have been provided to the manufacturer for review but the request has been made for them to be provided. The patient is also experiencing burning sensation in the left chest and neck occupationally when the patient turns her head to the left off and on since (B)(6) 2012. The lead impedance increased from 2923 ohms to >10000 ohms when the patient turns his neck. The patient wanted to leave the vns as it is the only thing controlling his seizures and he will avoid turning his neck. The patient had a generator and lead replacement. Product return attempts are in process.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.